Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic and upon interrogation changes in lead measurements were noted. It was confirmed that the left ventricular lead had dislodged. It was suspected that the patient developed twiddler's syndrome. The patient had been experiencing phrenic nerve stimulation since (B)(6) 2014. On (B)(6) 2015 the lead was explanted and replaced. The patient was doing well after the procedure.